Event description:
Ruptured breast implants I have silicone in my lungs. I have granulomas and nodules in my lungs and ground opaque glass. This gives me shortness of breath, chronic cough, fatigue and weight loss, and chest pain. I also had several melanomas while having breast implants. I have hiatal hernia and swollen lymph nodes.